Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: "[micra]", product ID: "[mc2avr1-delsys]", (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) premature deployed following contrast injection. The delivery system also was unable to articulate. There was difficulty deploying the device with at least eight attempts with retrieval. After same result with high thresholds it was noted that the delivery system would "dive" towards the apex during forward pressure. Over fifty five milliliters of contrast used throughout the procedure with rao/lao projections multiple injections. The delivery system was removed to inspect and noted a kinking of distal delivery system which also showed ingress of blood. The leadless ipg was attempted/not used and replaced. No patient complications have been reported as a result of this event.